Event description:
A customer reported experiencing a cartridge alarm 20 on their pump during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the malfunctioning pump, and the customer will use multiple daily injections (mdi) as backup therapy. The customer was instructed on how to put the pump into storage mode before returning it and was informed about the steps to take upon receiving the replacement pump. The problematic pump is to be returned to tandem using a prepaid label within ten days.